Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was reported the patient was hospitalized for the peritonitis event. Treatment was not reported. Two days after hospitalization, the patient passed away. The cause of death per death certificate was reported as septic shock, peritonitis and end stage renal disease. It was reported an autopsy was performed. It was not reported if pd therapy was ongoing prior to death or at the time of death. No additional information is available.